Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with broken off pieces and severely damage case. Unit received with missing lcd window. Unable to perform rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to physical damage to lcd glass and case. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the display window was cracked, and insulin pump case was chipped. Customer does not know how damage occurred. Customer's blood glucose was 332 mg/dl. Customer was advised that insulin pump would need to be replaced.